Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and rsd/causalgia-complex regional pain syn. It was reported the patient¿s ins was taking longer to charger, this event occurred around the first of the year. No further complication and no symptoms were reported.